Event description:
Caller reported blood glucose results of 23 mg/dl and 168 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure (patient age and weight are unknown). Please reference attached medwatch report number 3005099803-2010-02617, which documents the first device. According to the complainant, the retrieval basket "jammed inside the patient" and could not be opened or closed. It is unknown if a stone was present in the basket when the malfunction occurred. A zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.